Manufacturer narrative:
When reagent pack is not properly scanned or logged into reagent inventory by the user interface, the instrument can not detect that either wrong reagent pack has been loaded or that no reagent pack is present. Bec customer technical support (cts) assisted the customer unloading and correctly loading all reagent packs on the instrument. The customer verified the reagent packs with the reagent inventory list. User error was the root cause for this event. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that a cea (carcinoembryonic antigen) pack had been miss-loaded on access 2 immunoassay system. The pack had not been scanned and loaded properly using the user interface. While troubleshooting with bec customer technical support (cts), several additional reagent packs were also found to be miss-loaded and were in incorrect slots of the reagent storage carousel. The customer noted that no patient results had been generated from the miss-loaded packs. There was no impact to patient treatment.